Event description:
The complainant reported a patient needing an impella cp device for mechanical circulatory support. It was reported that the impella cp had high purge pressure and motor stopped. A new impella cp was successfully inserted. No patient harm was reported due to the issue,

Manufacturer narrative:
The impella device investigation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella IFU: impella cp with smart assist system section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Product was returned for investigation. No physical abnormalities observed. During the first test, high purge pressure was observed and pump was soaked in warm water for some time. Pump ran successfully during the second startup without any high purge pressure event. Data log did not reported any high purge pressure event. There was no issue found during the case based on the returned log and product. The device functioned/operated to specification. This report is being filed as part of a retrospective review of historical records.